Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime alarm due to motor error alarm. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.